Manufacturer narrative:
Event date is an estimate. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3183, UDI: (B)(4), batch: 3730764.

Event description:
It was reported that following recent weight loss, the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced with a smaller ipg. During ipg replacement it was found that the lead was showing signs of damage. As result the lead was explanted and replaced as well. The investigation did not determine which lead was damaged.

Event description:
Additional information received indicates the lead was explanted due to several impedance issue that did not resolve during ipg replacement procedure. Effective therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated the physician struggled to plug the leads into the new ipg resulting in the physician electing to replace the lead.